Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was believed that the cable unit has broken down due to the handling of users and the images are no longer displayed. Olympus will continue to monitor complaints for this device.

Event description:
It was reported to olympus, the device would not interface with the camera control unit during reprocessing. No patient involvement reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue and there was no image displayed due to a faulty cable unit. In addition, the rear cover UDI labeling was fading and the rear housing packaging was deteriorated. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.